Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device inappropriately delivered anti-tachycardia pacing (atp) for sinus tachycardia. The patient's rhythm then went into ventricular tachycardia and there was no longer therapy available to treat the arrhythmia. The atp was reprogrammed for this zone and effective therapy was delivered. This device remains in service. No adverse patient effects were reported.